Event description:
It was reported that during a low anterior resection procedure, the device cut fully and stapled partially on the initial firing. They used suture to complete the procedure. There was no pt consequence.